Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the b30 error could not be identified, nor could the phenomenon be confirmed/reproduced. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The device evaluation found cosmetic damage (cracked front panel- below the scope socket), the unit had an updated power switch, the lamp had 100 or more hours, lamp intensity was 890, and the software version was: pst/ panasonic (1.03) the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii xenon light source displayed error code b30 and 216 error as well as lost picture a couple of times. The issue was found during preparation for use in a diagnostic procedure. There were no reports of patient harm.